Event description:
Litigation papers allege: in (B)(6) 2006, patient was implanted with a depuy asr hip implant. Hes had prolonged exposure to sustained high levels of metal ions, which poses a future health risk and requires medical evaluations and future monitoring. There is no mention of revision surgery. Update: (B)(6) 2012 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.